Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.

Event description:
It was reported that during the implant the cardiac resynchronization-defibrillator (crt-d) was sensing noise. The crt-d was removed and replaced. No known patient complications were reported as a result of this event.